Event description:
It was reported that the customer was hospitalized for high bgs. Bgs were treated and did not come down. Troubleshooting was performed. The programming and histores on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.